Manufacturer narrative:
One piece of gauze and a card were returned enclosed in a ziploc bag for this complaint. A visual inspection of the gauze found it to have a loose weave. A visual inspection of the card found fibers circled on the card. A microscopic examination of the fibers on the card found them to be small white fibers. A review of the device history record indicated the order was built to specification. The most likely root cause of the customer's complaint was an error that occurred during the supplier's manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported microscopic fibers from the raytex were observed during a phacoemulsification with intraocular lens implant and a patch graft procedure of the left eye. It was not known if any fibers entered the eye and if any of the fibers were retained. There was no reported harm to the patient. No additional information is expected.